Manufacturer narrative:
The used fiber returned exhibited fiber burn back which caused the nonconforming distal tip. The burn back could only have occurred during fiber use by the end user as the fiber would have failed power testing during fiber manufacturing in addition to being clearly noted by fiber production personnel as not having a visible fiber tip. This fiber burn back most likely occurred from contact with a body structure during the procedure. The presence of the pilot beam and successful laser energy transmission indicates that this fiber was capable of function as intended and that the fiber burn back is what attributed to the lack of a visual fiber tip noted during complaint evaluation.

Event description:
Holmium laser fiber burned up too quickly.